Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and device information.

Event description:
It was reported patient twisted too much and damaged the pocket site. Surgical intervention was undertaken at an unknown time wherein the ipg site was revised to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.